Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that approximately one month post implant, this pacemaker was confirmed to be operating in safety mode. The patient did not report any post implant complications nor any other adverse patient effects due to the safety mode operation however, it was decided to perform a revision to explant and replace the device due to an inability to revert out of the unintended operating mode. During the revision procedure, the physician additionally elected to implant a non-boston scientific left ventricular lead, so as to support a device upgrade with a crt-p product. At the point of coronary sinus access, the physician reported that the patient went into cardiac arrest and expired. The malfunctioning device was removed and is expected to be returned for laboratory analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that approximately one month post implant, this device was confirmed to be operating in safety mode. The patient did not report any post implant complications nor any other adverse patient effects due to the safety mode operation however, it was decided to perform a revision to explant and replace the device due to an inability to revert out of this current operating mode. During the revision procedure, the physician also elected to implant a non boston scientific left ventricular lead, so as to support a device upgrade with a crtp product from the safety mode operating dual chamber pacemaker. At the point of coronary sinus access, the physician reported that the patient went into cardiac arrest and expired. The device was removed and is expected to be returned for laboratory analysis.